Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, one of two tabs of the lock ring is seized in the lock ring groove of the shell. After the ring was disassembled damage was seen on one of two tabs. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon had difficulty inserting the acetabular liner into the cup. A second liner was attempted, but the surgeon was again unsuccessful. The acetabular cup was removed and the procedure was completed with another cup and liner. After removal of the first cup, the locking ring was noted to have broken. Attempts have been made and additional information on the reported event is unavailable.